Manufacturer narrative:
Investigation results: the complaint of a crack and a leak could not be confirmed from the 22g insyte autoguard unit from lot #4007164 that was provided for investigation. The sample exhibited evidence of use. A visual and functional test revealed no damage or defects on the returned sample. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter crack. The following information was provided by the initial reporter: - ¿catheter hub cracked and leaking IV fluid.¿